Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use, and no damage was found. It was rectal resection procedure. The target tissue was mesorectum, and jaws were not stuck on the tissue. There were no adverse event and no unexpected tissue removal. The procedure was completed robotically, and no patient injury was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found customer reported that the instrument tip could not be opened during the procedure. Failure analysis determined that a dislodged main tube was the primary failure related to the customer¿s complaint. During in-house testing, the instrument was able to open and close the jaws; however, it exhibited imprecise yaw motion, with the grip tips moving in the opposite direction within the joint limits. Additional inspection revealed that the main tube was dislodged, likely contributing to the motion issue. The metal tabs of the main tube were disengaged from the distal slots. No damage was observed on components adjacent to the dislodged snake wrist. The complaint was confirmed by failure analysis. The probable root cause of dislodged instrument main tube and imprecise motion is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument tip cannot be opened. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.